Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 21-apr-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 21-apr-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 156.8, dailytotalofbasalinsulindelivered = 100, dailytotalofbolusinsulindelivered = 56.8. 04/21/2023 19:00:46.000 normalbolusdelivered, bolusprogrammingmethod = cl1 food bolus (670 only), normalbolusamountprogrammed = 20, bolusamountdelivered = 20. 04/21/2023 21:26:00.000 normalbolusdelivered, bolusprogrammingmethod = cl1 bg correction (670 only), normalbolusamountprogrammed = 8.9, bolusamountdelivered = 8.9. 04/21/2023 23:06:57.000 normalbolusdelivered, bolusprogrammingmethod = cl1 bg correction (670 only), normalbolusamountprogrammed = 3.4, bolusamountdelivered = 3.4. 04/21/2023 23:18:58.000 normalbolusdelivered, bolusprogrammingmethod = cl1 bg correction + food bolus, normalbolusamountprogrammed = 12.5, bolusamountdelivered = 12.5. 04/21/2023 23:32:06.000 normalbolusdelivered, bolusprogrammingmethod = cl1 food bolus (670 only), normalbolusamountprogrammed = 12, bolusamountdelivered = 12. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 21-apr-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 04/18/2023 00:19:00.000. Insert battery alarm was recorded and found in the formatted history file on: 04/18/2023 02:18:54.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 21-apr-2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 10-may-2023 at 3:22:59 pm. There was no power data available for the date of 18-apr-2023. Unable to check power data for low battery alert. No low battery alert noted during testing. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 04/18/2023 00:11:00.000. Sensor error alert (801) was recorded and found in the formatted history file on: 04/21/2023 03:06:03.000, 04/21/2023 03:16:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose and stated that after having food and bolusing, the blood glucose would go low. The customer stated that the insulin pump was over-delivering. Troubleshooting was performed and found that the reservoir was showing the same amount of insulin as shown on status. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.